Event description:
It was reported by service report that the staff alleged that the fowler drifted down with weight with a pt on the cot, however the alleged event as unable to be confirmed by the service technician. There was pt involvement; however, no adverse consequences were reported.